Event description:
General report received of an unspecified number of undocumented incidents of slow flow. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of normal saline, at unspecified rates, via gravity. It was reported that after the deliveries were started, the delivery rates were reportedly slower than expected. The customer contact reported that the solution containers were hung approximately six feet high during deliveries. It was reported that the cair clamps and flow stops on the tubing sets were opened. The customer contact reported that pressure bags were used to assist in the deliveries of medications. There were no reported adverse patient effects and no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.